Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# j0428004v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient had a procedure that was like epidural but not an epidural and she forgot her patient programmer (pp). They tried to use a magnet to turn stimulation off with a magnet as a result it turned her stimulation up and also reported stimulation "sped up" and reported she was going to the bathroom every 5 or 10 minutes. The patient stated it felt like she had a vibrator in her. The patient's amplitude went from 1.2 to 1.3. The patient was able to decrease stimulation back down to 1.2. The patient initially stated she did not feel any stimulation sensation after decreasing, then stated she could feel it comfortably and later stated it felt like it sped up again. The patient declined reducing further. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.